Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer demonstrated an autonomous cursor movement. There was no patient involvement.

Manufacturer narrative:
Product analysis #708362293:analysis was able to confirm the customer comment that the programmer exhibited autonomous cursor movement. Deviation and jumping of the cursor were also observed during finger touch operation on the screen. A full electromagnetic interference (emi) repair was performed to address potential screen issues related to the installed finger touch option. Although the finger touch option was tested, autonomous cursor movement persisted. The x/y board was replaced to resolve the issue of autonomous movement. Additionally, it was noted that the keyboard front latch and lower hinges were loose, the bullet assembly or hinge cover was missing, and the cooling fan was noisy. All found defective parts were replaced, and all other identified issues were resolved. The software was reinstalled and updated to the newest version. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrections: img (annex g) component and eval code result (fdr/annex c). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.